Event description:
The patient¿s spouse called and reported that the patient has been having a lot of skipping when sitting/relaxing, but does not feel it when active. It was noted that this has been going on the past could of months everyday, throughout the day unless moving. Follow-up was done with the clinic and from the information that was obtained it was reported that the patient has been seen on (B)(6) 2014 for this issue. A programming change was made with the device and the patient's symptoms were resolved. The clinic stated that were no patient complications and no device allegations. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).